Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 20256038, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was getting uncomfortable stimulation. X-ray showed one of the leads migrated. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.